Event description:
It was reported that customer aware of fractured screw, that is why the implant was removed. Implant fractured at bone level, removed with trephine and placed new implant. Tooth 18. The implant fractured on (B)(6) 2022. Surgical/medical intervention required for permanent damage: no. Additional appointment required: yes, follow up to check tissue and implant healing. Symptoms as a result of the event: none indicated.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Based on updated customer information received and reassessment of the reported event, it was determined that MFR report number 0002023141-2022-02084 was reported in error. Please disregard this submission. No further reports will be submitted for this event. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h10: added manufacturer narrative.